Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 191 mg/dl while taking a steroid and required assistance pairing a new cgm transmitter to the ilet system, including entry of the sensor and transmitter codes, after which cgm data appeared in the dexcom app and was expected on the ilet shortly. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no injury, no medical intervention, and no change in therapy beyond routine troubleshooting. Investigation included customer technical support guidance for cgm pairing and confirmation of data flow to the app with anticipated communication to the ilet. Investigation of this case revealed that the event involved cgm not paired and dosing stops soon alerts, and that successful re-pairing resolved the communication issue without device damage or malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with contributing factors likely related to concurrent steroid use and initial cgm pairing status. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.